Event description:
A swiss patient's blood glucose was tested on 2 contour xt meters and the readings were 30mmol/l and 13.9mmol/l.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.

Manufacturer narrative:
(B)(4)